Event description:
It was reported that a physician, using the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the 'proglide could not be introduced'. The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.